Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the left ventricular (lv) lead had an unknown issue. The lead was turned off.

Manufacturer narrative:
The reported events were dislodgement and failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information received notes that with diagnostic imaging the left ventricle (lv) was dislodged and causing loss of capture on the lv lead. . The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b,e1, g3, h1, h2, h6.